Manufacturer narrative:
Pre-repair temperature testing 80,000 rotations per minute (rpm) at one minute measured: rear 114°f; middle 139°f; nose 224°f. Nose bearings were worn and internal parts were corroded. Various parts were replaced due to the corrosion and wear of the device. The device was tested to product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The drill was returned for repair with report of overheating. There was no injury reported as a result of the event.